Event description:
It was reported that following implant of the patient¿s lead all impedances were found to be out of range. It was further reported that high impedance values of ¿>40000¿ ohms had been measured on all electrodes. It was stated the lead was then disconnected and repositioned, however the impedances remained out of range. It was reported the impedance values on contacts 1 and 2 then changed to 5000 ohms; however the patient had ¿no stimulation.¿ it was noted the lead was then replaced with a new lead and that a different multi-lead trialing cable (mltc) had been tried. Following the replacement, the impedances remained out of range. It was reported the lead was connected to the patient¿s existing extension and battery ¿even though no stimulation was felt by the patient.¿ it was stated the patient experienced ¿less than 50% therapy relief¿ as a result of the event. It was noted the patient was alive with no injury at the time of report. Additional information noted that a second mltc and a different external neurostimulator (ens) and physician programmer had been tried during the impedance testing. It was stated the mltc was directly connected to the lead during the testing, instead of connecting to the extension and the lead. It was again reported that the patient continued to have ¿no stimulation¿ with the second lead. It was noted that ¿it was thought it might be due to fluid accumulation around the lead so the patient has not yet been programmed and will come back to the clinic at a later date.¿ a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-33, serial# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead; product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
Device analysis: analysis of the returned lead with product number 3487a-33 found that ¿normal impedances were measured on all circuits and electrode pair combinations¿ when tested with a known good screening cable and external neurostimulator. It was reported that no anomaly was found.